Manufacturer narrative:
The RMA was issued for further investigation of the sensor. The sensor was tested in-house, and the review of investigation analysis, however, the test results did not indicate any malfunction of the sensor. A review of the in vivo data revealed intermittent drop-offs in the signal/reference channels potentially caused by a shorted led. Also transient optical instability is observed and this is potentially due to a slow recovery from an impact to the insertion site. Case notes do not mention any impact to the insertion site. The potential root cause for the reported failure mode may be related to an issue with the led behavior at the time of the event. B4. Date of this report (B)(6) 2024. D4. Primary unique device identifier (UDI) number updated to (B)(4). G3. Date received by the manufacturer? 03 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
Initial investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, there was a deviation in the system performance from normal behavior potentially due to a shorted led which resulted in a drop-off in signal / reference channel resulting in sensor inaccuracies. To further investigate the issue and to determine the actual root cause, the return material authorization (RMA) was issued for return and replacement of sensor. The sensor was returned on 14 may 2024 and the manufacturer is currently performing an investigation and will provide the results with the supplemental report. B4.date of this report 17 may 2024 d9 device available for evaluation? Yes, 14 may 2024 g3.date received by the manufacturer? 14 may 2024.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On february 20, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient provided the following examples. 1) (B)(6) 2024 at 8.03 pm. Sensor glucose (sg) 153 mg/dl and blood glucose (bg) 123 mg/dl; 2) (B)(6) 2024 at 1:43 pm. Sg 217 mg/dl. Bg 181 mg/dl; 3) (B)(6) 2024 at 3:43 pm. Sg 151 mg/dl. Bg 113 mg/dl; 4) (B)(6) 2024 at 11:26 am. Sg 126 mg/dl. Bg 79 mg/dl; 5) (B)(6) 2024 at 6.22 pm. Sg 167 mg/dl. Bg 134 mg/dl. A review of the system performance in data management system (dms) suggested a deviation in system performance due to which a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.